Manufacturer narrative:
The manufacturer previously reported a patient expired while using a bipap vision. The device is not returning to the manufacturer for evaluation. The reporting facility confirmed the patient was not on the device at the time of the reported event. The reporting facility confirmed the device did not cause or contribute to the patient's death.

Event description:
The manufacturer received information alleging a expired while using a bipap vision. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.